Manufacturer narrative:
The dispatched fse has identified a failure in the power supply as the root cause for the reported sporadic shut-downs. It could be determined that the device posted the corresponding power-loss alarm. In reflection of the age of the device - manufacturing date may 1998, the user decided to discard the unit and to replace it by a new type of draeger anaesthesia workstation. Draeger concludes that the device responded to the deviation as specified: an alarm was posted to alert the user and the ventilation mode was switched to man/spont. As intended, the user was able to manage the situation and to finish the procedure using manual ventilation. Actual post market surveillance data do not suggest an upwards trend in power supply defects and, a component defect after 17 years of operation can be considered acceptable.

Event description:
It was reported that the workstation exhibited sporadic shut-downs during use. The user could observe vital parameter from a connected external patient monitor and the procedure was continued by means of manual ventilation. No patient consequences have occurred.